Event description:
The customer reported that when she plugged her power adaptor in, it sparked and would no longer power her pump.

Manufacturer narrative:
A replacement power supply was sent to the customer. As of the date of this report, the product was not received and contact with the customer was not made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 4/42011. Activities related to this notification are on-going.